Event description:
It was reported that, during the set-up for a cori assisted tka surgery, the green checkmark of a real intelligence robotic drill next to the picture of the drill on the screen, was flickering. No drill information populated and the continue button did not light up. Surgery was performed with a sn back-up device, without any delay. As this was noticed during the set-up for surgery, the patient was not yet involved. Upon investigation, it found that the drill attachment is stuck with the drill. Additionally, a drill critical error and a communication failure were encountered.

Manufacturer narrative:
Internal complaint reference (B)(4). The real intelligence robotic drill, part number rob10013, serial number (B)(4), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. Upon connection, a communication error occurred and the drill indicator on screen flickered. A relationship between the reported event and the device was established. The most likely cause of this event is excessive pre-twisting of the wires during handpiece assembly, alongside a loose retaining nut in the drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. Upon connection, a communication error occurred and the drill indicator on screen flickered. A relationship between the reported event and the device was established. The most likely cause of this event is excessive pre-twisting of the wires during handpiece assembly, alongside a loose retaining nut in the drill attachment. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.